Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens peeling issue could not be determined, however, the issue was likely the result of physical stress during user handling/mishandling and or chemical stress during the cleaning/sanitization process. The event may be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. Due to a pinhole on the universal cord, the water tightness was lost. In addition, the following non-reportable malfunctions were found during the device evaluation: the distal sheath had a scratch; adhesive on the distal sheath had a chip; venting connector of light guide connector was loose; label on light guide connector was peeled; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to damage on charge coupled device unit, the image had white dots. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the endoeye flex deflectable videoscope had a leak. Upon inspection and testing of the customer returned device, adhesive around the objective lens was found peeled. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.